Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was hospitalized for the event one day after onset. The patient was treated with vancomycin (2 gm every 5 days, route not reported), fortum (1 gm per day, route not reported), and heparin (1/2 ml, route and frequency not reported) for peritonitis. The patient was recovering from the peritonitis event. On an unknown date, action with dianeal 2.5% therapy was stopped. No additional information is available.

Manufacturer narrative:
The peritonitis was medically confirmed. Three days after the event onset, the patient was discharged from the hospital. At the time of this report, the patient remains recovering. Should additional relevant information become available, a supplemental report will be submitted.